Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 272 mg/dl. The customer reports the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an e70 alarm. Customer was able to complete pump rewnd. The customer stated that they received two motor error alarms today. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined troubleshooting for high blood glucose.